Event description:
During an lavh procedure, using the pks open forceps, the surgeon noticed sparking and the pt experienced a burn. The burn was not considered major by the facility.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.